Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that the pump is not being as effective for pain control as when it was first implanted. The patient denied any falls or accidents that would possibly cause any disruption or affect existing catheter. A catheter dye study was performed on (B)(6) 2021- and the dye was very sluggish aspiration from catheter access port site. It was stated that another dye study would be performed at a later date and the hcp discussed possible catheter revision or implant a new catheter.